Event description:
It was reported that prior to a carotid stenting procedure, a component detachment occurred. Upon flushing the carotid wallstent 8.0mm x 21mm stent delivery system (sds) with heparinized saline during preparation, the physician noted a clear ring moving freely up and down the sds over the area where the stent would be deployed. Upon turning the sds downward, the ring fell off completely. The device was not sued and the procedure was completed with another of the same device. The pt's status is reported as "no issues".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.